Manufacturer narrative:
It was inadvertently reported that a patient experienced an electric shock. However, it was determined the patient experienced a tingling like-sensation such as electrostatic discharge and there was no confirmation that the event involved an electric shock. While electrostatic discharge is considered a minor injury, there was no serious injury no medical intervention was required. This complaint is considered non-reportable.

Event description:
The customer reported a tingling like-sensation such as electrostatic discharge and there has been no confirmation that the event involved an electric shock. While electrostatic discharge is considered a minor injury, there was no serious injury no medical intervention was required. This complaint is considered non-reportable.

Event description:
It was reported that while using the c5-1 transducer, a patient experienced an electric shock-like, tingling sensation during a prenatal ultrasound examination with the epiq 7c ultrasound system. Additional information is being obtained to determine patient impact. Philips has started an investigation, and upon completion, a follow up report will be submitted.